Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to this issue, investigation revealed that the keypad cover was thinning and peeling around the up arrow keypad button. All keypad buttons responded normally to button presses. The keypad cover was removed and no button contact defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2015.